Event description:
It was reported on (B)(6) 2026 that the patient was hospitalized on (B)(6) 2026 due to a high blood glucose level of 271 mg/dl and diabetic ketoacidosis. The patient was treated with insulin drip and manual injections. The length of hospitalization was greater than 24 hours. The significant event leading to admission was that the patient lost consciousness (passed out). Symptoms reported at the time of hospitalization included confusion, feeling sick/unwell, flu-like symptoms, headache, fatigue/weakness, altered vision/vision changes, extremity pain/cramps, and increased thirst. There was no malfunction complaint found.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.